Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have two np2-n2 batteries needing to be replaced. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to the main batteries. To correct this condition, the main batteries and the battery harness were replaced. If any additional information is received, a follow up will be sent.